Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed several sub-tests during the pre-use checks. There was no patient involvement. (B)(4).